Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f94 alarm was identified when the device was turned on and in the alarm log. The cause of the condition was damaged main battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification, after which the device passed all performance testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f94 alarm (configuration option settings checksum is not 0). This occurred when the device was turned on. There was no patient involvement. No additional information is available.